Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The initial complaint appeared to be a non-reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had occurred. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a fractured PICC is confirmed, and the cause is determined to be use-related. The product returned for evaluation was one 4 fr s/l power PICC catheter. Visual observation found that adhesive, including on the securement wings and for some distance distally, as well as whitish residue on the luer hub, was present on much of the device. Material appeared to be occluding the distal end of the catheter. The catheter was returned in two pieces, whose point of separation appeared to be very near the 8-cm depth mark. Depth marks were apparently present from the 0-cm to the 54-cm markers. The 7-cm depth mark was difficult to see, and the 8-cm depth mark appeared to be worn away. Tactual evaluation was unremarkable. Functional testing found both segments of catheter were patent to infusion, but a large amount of resistance was encountered at first in the distal segment. Breaks were made by pulling the large section of catheter apart, and the break surface was examined. The breaks exhibited a largely finely granular appearance, particularly when pulled apart quickly, with some peeling occurring in certain regions within the break surface. The small amount of material around the circumference was not reproduced. From the description of the event, the break was discovered under a dressing already placed, and there is suspicion that the event may have been caused by the patient. . In addition, the device had been in place for the majority of a month before the event occurred. From this information, it can be determined that the complaint is use-related. The break surfaces, in comparison with break surfaces from test tensile failures on this device, show that a tensile break is a reasonable hypothesized failure mode. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of rezl1234 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2016 the patient was found with his PICC line snapped under the dressing. It was stated that it could have happened when he used the urinal bottle. The fractured PICC was removed on (B)(6) 2016. There was no reported patient injury. On (B)(6) 2016-the PICC completely broke. A new bard 4 fr sl power PICC was placed to complete the remaining 6 weeks of antibiotic therapy.